Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was upset that the electrodes cannot be removed. The patient stated they are going to call an attorney to find out who is responsible for this to either be removed if it can be because a surgeon the patient contacted said at some point this can work its way out of the body like shrapnel. The patient was upset that they could not get mris done in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that doctor removed their device the "prongs" retracted and the electrodes stayed in their body. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.